Manufacturer narrative:
Continuation of d10: product ID 8637-20 serial# (B)(6) product type pump product ID a820 serial# unknown product type software product ID hh9020tdd serial: (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal clonidine and morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they could not see the myptm app on the home screen. Patient application was inside a folder. Patient stated they need to locate the next refill date. Patient reported the handset get stuck at 91% when connecting since they had the device. Patient stated they get 4 bolus a day. Agent assisted patient with clearing data and navigating the handset to see the next refill date (B)(6) 2025. Agent warm transfer patient to healthcare it (hcit) for assistance with application.